Event description:
It was reported that the patient line of the cassette disconnected from the transfer set during the initial drain of peritoneal dialysis therapy. Therapy was discontinued and the patient capped the exposed line with a minicap. The technical service representative advised the patient to start therapy over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.